Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was not confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "will not secure attachment." It is unknown if the device was used in surgery. It is known that there was no patient or user injury. It is unknown if medical intervention was reported. No additional information available.